Manufacturer narrative:
Follow-up #1: date of submission 04/11/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/26/2014 with the following findings: the pump powered on with the returned battery cap. The battery cap was able to fully tighten. A power loss was not observed. The battery compartment was observed to be intact. The audio bolus button cover was observed to be detached/missing. Contamination was observed on the button contact. The current draws were within specifications. The pump case was removed and there was no evidence of moisture or loose components inside the pump. Multiple low battery warnings and multiple replace battery alarms were observed in the black box. There was evidence in the black box of partially discharged batteries being installed.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a power/battery life issue. The reporter stated that the energizer lithium battery needed to be changed every week. Reportedly, the patient had confirmed alarms as soon as they had occurred. The patient denied any damage to the battery compartment and the battery cap. There was no adverse event associated with this complaint. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.